Event description:
Procedure: lung resection. According to the reporter: when firing the first load over upper lobe, all staple except a few on the proximal end stayed their legs straight. The incomplete staple line was sutured manually. Then, the instrument was fired to resect the bleb but staples were malformed. Under 200cc bleeding occurred, but there was a 30 - 40 minutes delay in the case. The account returned 5 sulus, but it is unclear which of them are defective.